Manufacturer narrative:
Additional information obtained through follow up with hospice house indicated death was due to respiratory failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
An implantable pulse generator (ipg) and lead were returned to the manufacturer following the patient's death. The death was approximately seven months post ipg replacement. Further information obtained indicated the patient died while in hospice. The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.